Manufacturer narrative:
This report is being submitted to update the information in section b5.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) had an atrial fibrillation (af) ablation and received an inappropriate shock and multiple inappropriate anti-tachycardia pacing (atp) for atrial tachycardia with rapid ventricular response (rvr). Additionally, signal artifact monitor (sam) episodes were noted due to oversensing of the noise from the ablation which caused the respiratory rate trend (rrt) to be disabled. This crt-d remains in service and no additional adverse patient effects were reported. Additional information was received and it was reported that this patient was pharmacologically treated and the device was reprogrammed. This crt-d remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) had an atrial fibrillation (af) ablation and received an inappropriate shock and multiple inappropriate anti-tachycardia pacing (atp) for atrial tachycardia with rapid ventricular response (rvr). Additionally, signal artifact monitor (sam) episodes were noted due to oversensing of the noise from the ablation which caused the respiratory rate trend (rrt) to be disabled. This crt-d remains in service and no additional adverse patient effects were reported. Additional information was received and it was reported that this patient was pharmacologically treated and the device was reprogrammed. This crt-d remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the information in section h6.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) had an atrial fibrillation (af) ablation and received an inappropriate shock and multiple inappropriate anti-tachycardia pacing (atp) for atrial tachycardia with rapid ventricular response (rvr). Additionally, signal artifact monitor (sam) episodes were noted due to oversensing of the noise from the ablation which caused the respiratory rate trend (rrt) to be disabled. This crt-d remains in service and no additional adverse patient effects were reported.